Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t hs elecsys results from an unspecified number of samples from the same patient tested on the cobas pure e 402. The reporter stated that the patient's samples were also run on an e 411 and the results would be in the range of 33 ¿ 36 pg/ml. The reporter stated that the patient was transferred to another facility for a procedure where the patient was retested on the e 402 and the results were repeatedly in the 100 ng/l range. The reporter stated that a second sample from the patient had "reverse performance". A "fourth sample on the third day from admission" was also run on an e 801. On (B)(6) 2023 at 1:53 pm: (B)(6) - the result from the e 411 was 36.06 pg/ml with a data flag. On (B)(6) 2023 at 2:42 pm: (B)(6) - the result from the e 411 was 33.92 pg/ml with a data flag. On (B)(6)2023 at 5:26 pm: (B)(6) - the result from the e 402 was 103 ng/l. On (B)(6) 2023: (B)(6) - the initial result from the cobas pure at 1:34 pm was 111 ng/l. The repeat result from the e 411 at 2:49 pm was 33.30 pg/ml with a data flag. On (B)(6)2023 ("fourth patient sample on the third day from admission"): (B)(6)- the initial result from the e 411 at 6:28 pm was 34.45 pg/ml with a data flag. The repeat result from the e 801 at 10:30 pm was 53.6 ng/l. On (B)(6) -2023 at 7:05 am: (B)(6) the result from the e 411 was 36.64 pg/ml with a data flag.

Manufacturer narrative:
The investigation reviewed the calibration data and noted that it is generally within expectations. However, calibration level 2 was on the lower side. The investigation reviewed the qc data from 01-jul-2023 to 10-jul-2023; the qcs were within specifications. The investigation reviewed the alarm trace and noted a sample liquid-level detection (lld) alarm at 3:22 pm on 05-jul-2023; a sample lld alarm at 4:01 am on 06-jul-2023. The investigation is ongoing.